Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the freestyle libre reader not powering on with button press or test strip insertion. Customer self-treated with insulin (dose/type unknown) and subsequently experienced a loss of consciousness. Emergency services arrived and transported the customer to a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to the freestyle libre reader not powering on with button press or test strip insertion. Customer self-treated with insulin (dose/type unknown) and subsequently experienced a loss of consciousness. Emergency services arrived and transported the customer to a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.